Event description:
It was reported stating that during a breast biopsy, after deploying the marker, the physician heard a snapping sound, and while removing the marker and probe from the biopsy site, he noticed that the plastic tip has sheared off. The physician suctions out the site, but was unable to locate the plastic tip.

Manufacturer narrative:
Date sent: 08/18/2009. Information is unavailable; device was not returned for evaluation.